Event description:
The lead was implanted on (B)(6) 2001 . Patient came into (B)(6) with dizziness/lightheadedness. Found on (B)(6) 2011 to have intermittent loss of capture at 2.4 volts at 0.4 ms. Voltage inc. To 5 volts at 0.4 ms on (B)(6) 2011. Threshold on (B)(6) 2011 is 1 .2 v at 0.4 ms. The procedure took place at (B)(6) hospital. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).